Manufacturer narrative:
The na electrode lot number was y5873 and the glucose reagent lot number was 788473. The electrode and reagent expiration dates were requested, but not provided. The field service engineer determined there was a crack in the rinse tubing. All rinse head tubing was replaced. Mechanical checks, a photometer check, precision studies, calibration, and controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode and a third patient sample tested with the glucose hk gen. 3 reagent on a cobas 6000 c (501) module. The first patient sample initially resulted in a na value of 174 mmol/l and it repeated on a second analyzer as 140 mmol/l. No questionable results were reported outside of the laboratory for this sample and the repeat value was deemed correct. The second patient sample initially resulted in a na value of 170 mmol/l and it repeated on a second analyzer as 135 mmol/l. No questionable results were reported outside of the laboratory for this sample and the repeat value was deemed correct. The third sample initially resulted in a glucose value of 27 mg/dl and it repeated on a second analyzer as 151 mg/dl.

Manufacturer narrative:
The glucose reagent expiration date is (B)(6) 2025. Calibration data was acceptable. The customer stated that controls were acceptable prior to the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue. Medwatch fields b7 and d10 have been updated.